Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that their charging sessions were taking much longer than usual (about 10 hours). It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No further complications were reported or anticipated.